Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files; however, it was not reproduced. Data from the reported event date of 31oct2025 in the submitted controller event log file (103952) was reviewed. The backup battery fault alarm activated on (B)(6) 2025 at 16:43:21 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2025 at 16:52:46, reconnected at 16:53:15, and disconnected again for a controller exchange at 16:54:16. The alarm cleared when the controller was turned on briefly without the driveline connected on (B)(6) 2025 at 21:39:07. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The provided information stated that the alarm resolved after the controller was exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 14oct2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use, rev. D section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. A section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use, rev. D section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. A section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was receiving a "call hospital contact" alarm and became anxious. The patient then changed their system controller at home prior to speaking to the hospital contacts, after which the patient paged the hospital to inform of the exchange and reported no abnormal signs or symptoms. Device parameters on interrogation were at baseline, and no alarms were observed on the controller the patient changed to. Log files were submitted for review for both the exchanged and current controller. The exchanged controller's log files captured emergency backup battery (ebb) faults due to the ebb failing the load test on (B)(6) 2025 at 16:54. If both controllers were synchronized to the same timestamp the log files showed the pump would have been off for approximately 10 minutes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.